Manufacturer narrative:
The reported product is not expected to be returned as the customer declined to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. The date of event is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue with the abbott diabetes care (adc) device was reported. The customer received lower sensor scan results ranging between 52-67 mg/dl compared to unspecified readings obtained on a competitor brand device and it is unknown whether the customer noted a trend arrow on the device. It is unknown if the customer experienced symptoms and self-treated with carbohydrates. The customer had contact with a healthcare professional (hcp) who provided a banana and half an orange to the customer to consume for treatment. There was no report of death or permanent impairment associated with this event. A sensor result of 57 mg/dl was compared to a competitor brand meter reading of 202 mg/dl and the results, when plotted on a parkes error grid, fall into the "c" zone, showing the difference in values to be clinically significant. The length of sensor wear is unknown. It is unknown when these readings were obtained in relation to the reported adverse event.